Event description:
Customer medwatch reported IV tubing set was run through with dextrose 10% and placed in the alaris pump and infusion through a peripheral intravenous line (piv) into the baby. Rn standing at bedside saw a large amount of fluid drop onto the floor. The buretrol had given way from the base. The white endcap at the base of the cylinder of the burette had popped off. The fluid was immediately stopped and new IV fluid was run through with a new tubing set. No patient harm reported. No additional information was available.

Manufacturer narrative:
(B)(4). The customer's experience of the bottom white cap popping off the burette was confirmed. The separation appears to be due to no solvent applied to the engagement between the burette cylinder and the bottom burette cap. The root cause of this failure has been identified as a manufacturing issue. Lot number review was not possible for model 2140-0600 due to the lot number was not provided and the set does not contain any smartsites that can be used to identify possible lots. A search was performed for model 2140-0600 for the timeframe of one year prior to the reported event date ((B)(6) 2009 to (B)(6) 2010). There were no quality issues noted during this period.